Event description:
A malfunction alarm, identified with code malf 9, was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the device. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump while also advised to call back if the issue arises again.